Event description:
The clylinders and pump were removed from the pt, leaving the old reservoir in place, due to fluid loss and aneurysm - blowout of the left cylinder. A complete ipp device was implanted.